Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent superdimension procedure. Post-operatively, the patient developed a pneumothorax. It was unknown the cause of pneumothorax but they assumed that one of the tools pushed too far out into the pleura. A chest tube was inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.